Manufacturer narrative:
Patient information was not made available from the site. On 06/21/2016 software investigation completed. Findings identified that there was a staff misunderstanding about how to use tracer. Medtronic staff have provided new training. Software is functioning as designed. On 05/31/2016 a medtronic representative, following-up at the site, reported speaking with the site biomed representative reporting this issue and found they do not have an inaccuracy issue. The biomed representative stated that the surgeon felt that the blue dot on the nose (pre-registration) was not where he was touching. The medtronic representative explained that procedure to the biomed representative and that it was a guide to get them started with the registration and that they can not confirm accuracy until after they have completed the trace and are notified that the registration was successful. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative was informed by a site nurse that, while in an ear, nose & throat (ent) procedure, the surgeon deemed being inaccurate when touching the probe to the patient's nose, after registering the patient. No further details were provided. Delay in therapy was less than one hour. The surgeon opted to abandon the procedure and re-schedule. There was no impact on patient outcome.